Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter for evaluation. Review of the event log identified the iipv event. The cause of the iipv could not be determined. Should additional relevant information become available a supplemental report will be submitted.

Event description:
A high drain error 106 alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2013 at 15:27:39 during night drain six. No additional information is available.